Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. When the pump was returned to mmdg for investigation, the pump operated as expected. Mmdg could not replicate or confirm the complaint. Based on this information, no MDR would have been required.

Event description:
The initial reporter stated that the pump "downstream alarm" was not working properly. Mmdg did follow up with the initial reporter who stated that the complaint was discovered during testing and had not affected a patient, but did not provide any additional information regarding the complaint. (B)(4).

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. Because the pump was not returned to mmdg the complaint could not be investigated. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump "downstream alarm" was not working properly. Mmdg did follow up with the initial reporter who stated that the complaint was discovered during testing and had not affected a patient, but did not provide any additional information regarding the complaint. (B)(4).